Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue" defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open wound on the ride side of the body. Skin was torn and bleeding. The garment rubs on her body as well. The patient was given a bacterial cream prescription from their physician. During a follow-up, it was reported that the patient's irritation improved.